Event description:
The customer contacted physio-control to report that the service indicator is present and their device is displaying a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. This was discovered during routine inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer, evaluated the device and was able to resolve the reported issue. The biomed replaced the coin cell battery on the system controller pcb assembly. After observing proper device operation through functional and performance testing, the device was returned for use. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the service indicator is present and their device is displaying a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. This was discovered during routine inspection. There was no patient use associated with the reported event.